Event description:
Reporter indicated that a vns patient experienced suicidal gestures. It was reported that the patient has a history of suicidal gestures. Attempts to gain add'l info have been unsuccessful.